Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy procedure, while stapling the stomach, the device partially fired and the staples that deployed did not close. The surgeon sutured the staple line to resolve the issue.